Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Complications post ivs implant placement: on (B)(6) 2003 - offensive swelling vaginal discharge, foul smelling, placed on flagyl and ciprofloxacin, physical examination reveals sutures are still present. On (B)(6) 2004 - increasing trouble with dyspareunia and painful irregular periods. Dyspareunia and menstrual irregularities. On (B)(6) 2012 - uti, urine culture shows predominant growth of gram negative bacilli - prescribed ciprofloxacin. On (B)(6) 2014 - abdominal bloating and microscopic hematuria, has been having blood in her urine when exercising has been going on for the last 3-4 months, urine culture reveals klebsiella pneumoniae, CT on ((B)(6) 2014) of abdomen and pelvis reveals bladder calculus; does have left inferior and posterior bladder, close to the ureterovesical junction a 1 ½ x 1cm calcification which does not move when the patient changes from supine to prone position. It is suspected to be adhered to the bladder wall. Mesh revision (ivs sling) surgery: on (B)(6) 2014: underwent cystoscopy, transurethral resection of foreign body and removal of foreign body for foreign body in the bladder under. Continued on page 3 complications post first mesh revision surgery: on (B)(6) 2014: continues to have significant urge and stress incontinence, endoscopic evaluation which once again confirmed the presence of a small amount of tape still present within the roof of her bladder. Following mesh revision surgery, she developed complications such as urethral foreign body during the time period of (B)(6) 2014. Additional mesh revision (ivs sling) surgery: on (B)(6) 2014: underwent laparotomy, removal foreign body suprapubically for urethral foreign body. Complications post additional revision surgery: on (B)(6) 2015: stress incontinence.